Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-25112. The pt has two ipgs. It was reported pt has a painful purple spot near the ipg site after charging. An sjm rep met with the pt and advised him to use the pouch and not apply pressure to the paddle when charging. The physician evaluated the pt and determined the purple spot is not a burn and prescribed the pt bacitracin to use and ordered blood work. Follow-up revealed, the pt is no longer experiencing pain/discomfort and blood work was negative for infection. The pt may undergo surgical intervention to address the issue if the spot does not clear. Both ipgs are being reported because it is unk which ipg site the pt is having issues with.

Manufacturer narrative:
Recall #: 1627487-07262012-002-r. This ipg serial number is included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.